Event description:
It was reported that the autopulse platform displayed a user advisory 7 (discrepancy between load 1 and load 2 too large) message upon power up. No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on (B)(4) 2014 for investigation. Investigation results as follows: visual inspection of the returned platform showed no damages to the platform. Functional testing was performed and the reported issue of a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) was observed when the platform was powered on. It was found that one of the load cells was not functioning. It was also observed that the lcd backlight was not functioning due to a defective processor board. A review of the archive was performed and the reported complaint of a user advisory 7 message was confirmed. The archive data showed that numerous ua 7 faults occurred on the reported event date of (B)(6) 2014. The archive also showed multiple user advisory messages including ua 4 (battery charge state too low) and ua 17 (max motor on time exceeded during active operation) were observed to have occurred on (B)(6) 2014. The ua4 and ua17 observed in the archive review are not related to the reported complaint of the platform displaying a user advisory 7. In assessing for battery management issues, no issues were observed with batteries s/n (B)(4), which were used on the reported event date of (B)(6) 2014. However, it was observed in the archive that a low voltage battery (s/n: (B)(4)) was used during compressions on 02/06/2014. Battery s/n (B)(4) was not fully charged. The battery voltage was 36v at the beginning of the session. The platform was running for a few minutes, then stopped after 8 minutes with the battery voltage at 29v. The ua4 and ua17 faults observed in the archive review are an indication that there was an issue with the battery. Per the battery hangtag - advisory codes description and action (pn 12741-001), user advisory 4 is an indication that the battery is uncharged or faulty and user advisory 17 is an indication that the lifeband is twisted or battery voltage is low. Based on the initial investigation, the parts identified for replacement are the processor board and the load cell. In summary, the reported complaint of a ua 7 fault occurring was confirmed to have occurred due to a defective load cell. The non-functional lcd backlight was found to be due to a defective processor board, which is not related to the reported complaint. The usage of a low voltage battery during compressions accompanied by the user advisories (ua 4 and ua17) observed in the archive on (B)(6) 2014 are also unrelated to the reported ua7.